Event description:
It was reported, the charger and programmer would not communicate the ipg. The sjm rep was unsuccessful communicating with extra external devices. F/u determined the pt was explanted and implanted with a new ipg.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This ipg model number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.